Event description:
Mps microplegia system threw an error saying "pressure circuit error, check circuit valves" it also gave an option to re-test. I re-tested it, and it threw the same error. I turned it off and restarted it. It threw the same error again. The re-test did not pass again. I turned it off for a third time and it finally restarted correctly.